Event description:
It was reported that while advancing the subject coil within the microcatheter, resistance was encountered in the middle of the shaft, making further advancement difficult. When an attempt was made to retrieve the subject coil, it became prematurely detached within the shaft. Therefore, both devices were removed from the body and replaced with new ones of the same type, and the procedure was completed successfully. There were no clinical consequences to the patient reported as a result of this event.